Event description:
The customer originally returned his olympus visera tracheal intubation videoscope due to a suction and leakage issue. Additional details relating to the patient and the event have been requested, but were unknown. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the instrument channel was clogged. This report is being submitted to capture the clogged instrument channel confirmed during the device evaluation.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Correction: in the initial report, additional MFR narrative was inadvertently left un-translated. This section has now been updated and contains the product evaluation results. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The water tightness was not maintained due to damage on the number 3 switch. Additionally, as noted in event, the instrument channel had a blockage and had other physical damage present as well. Wrinkles were noted in the insertion area. The adhesive on the distal end was missing. The forceps stopper, the grip, and the surface of the light guide cover glass all had scratches present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the clogged instrument channel. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the problem resulted from the repeated/long-term use of the device. Mishandling of the device, or stress exerted on it, may have also contributed to the issue. Olympus will continue to monitor field performance for this device.